Manufacturer narrative:
The insulin pump functioned properly during the displacement, self test and all operating currents were normal. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's display steamed up but no cracks visible. No further information provided.